Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the instrument data which indicated that quality control (qc) was within the acceptable limits on the day the event occurred. The customer stated that their procedure for creatinine urine is to run the unspun samples first and if they are discordant, to spin the urine samples and repeat them on an alternate instrument. The customer declined troubleshooting. The cause of the discordant, falsely low ecrea results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low urine creatinine (ecrea) results were obtained on unspun patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were then spun and repeated on an alternate dimension vista instruments, resulting higher. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea results.